Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, kidney disease/toxicity, liver disease/toxicity, lung disease, other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, kidney disease/toxicity, liver disease/toxicity, lung disease, other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 v.01. During the investigation technician observed 0 errors logged.a dust like contaminate on the ui (user interface) panel, top enclosure, rear panel, bottom enclosure, blower motor, and the blower box. Hairlike fibers on the top enclosure. An unknown white powder substance on the exterior of the rear panel and the exterior of the top enclosure. Pil can confirm the evidence of liquid spots with potential mineral deposits on the blower motor, blower box, and the p4 power connector. Inv1023 addresses the issue of liquid ingress to the p4 power connector. A rust like contaminate on the bottom enclosure, dc jack color insert, and the p4 power connector. The device was missing the accessory module and sd cover flip doors, sd card, philips pollen filter, and the 2 base screws. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.